Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial the index procedure was 2008. Predilatation was performed prior to stenting of the mid lad and 2nd diagonal branch with xience v stents, one in each vessel. No procedural complications were reported. In 2009, the pt began experiencing lifestyle-limiting exertional dyspnea. A nuclear stress test was performed two months later, noting a large reversible ant. Territory ischemia consistent with lad ischemia. A diagnostic cath was performed eight days later, and a severe ostial lad stenosis with severe in-stent restenosis of diagonal branch stent with timi 2 flow. New hospitalization for symptoms and percutaneous coronary intervention was performed to treat the restenosis. No mi was noted. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. The pt effects of ischemia and restenosis, as listed in the xience v IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. Although dyspnea and hospitalization are not specifically addressed in the IFU, they are listed as known potential post-procedure complications associated with coronary stenting procedures. There is no indication of a product quality deficiency, a definitive cause for the reported pt effects and the relationship to the product cannot be determined.